Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it has been confirmed that the connector was cracked. Therefore, it was likely that the crack on the connector caused the video function to not work properly, resulting in the phenomenon of ¿no image output¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd camera head was not producing an image when it was plugged in during procedure preparation. There was no patient harm reported from this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A cracked plug unit/video connector was discovered and caused the reported ¿no image¿ failure. Additionally, the serial plate was fading and needs replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.